Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a single incision sling placement procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the delivery system broke. The tip was successfully retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
It was reported that there were no issues loading the carrier onto the shaft tip. While trying to place the dart in the muscle, there was difficulty getting the device behind the inferior pubic ramus, and the tip broke when the physician encountered bone while pushing. Visual analysis reveals that the tip at the end of the delivery system shaft is detached. Blood and tissue residue was observed on the handle and inside the tube of the delivery device as well as on the mesh assembly. The broken shaft tip was returned inside the carrier assembly. Product analysis confirms the reported event. The use of the device caused the device tip to detach from the delivery system shaft. Shaft tip broke/detached from the delivery system is not noted within the product labeling. The root cause of the event is operational context , as performance of the device was limited due to anatomical factors. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a single incision sling placement procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the delivery system broke. The tip was successfully retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received: it was reported that there were no issues loading the carrier onto the shaft tip. While trying to place the dart in the muscle, there was difficulty getting the device behind the inferior pubic ramus, and the tip broke when the physician encountered bone while pushing.